Manufacturer narrative:
Unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Unit received with broken reservoir tube lip, missing reservoir tube o-ring, minor scratches on case and minor scratches on lcd window.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 210mg/dl at the time of the incident. The customer states the pump has broken casing by reservoir compartment by being dropped into drawer. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.